Manufacturer narrative:
Unable to perform displacement test due to missing retainer. The insulin pump received with missing reservoir tube o-ring, missing display window cover, minor scratches on case, keypad overlay texture damage and minor scratches on lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer's blood glucose was unknown at the time of incident. Customer stated the insulin pump case and display window worn and damaged. The insulin pump will need to be replaced. The insulin pump will be returned for analysis.